Event description:
It was reported that the patient received inappropriate therapy. The short interval counter was greater than 300, indicating oversensing, and there was an apparent lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Additional information was received in a lawsuit which alleges that as a result of the lead, the patient 'has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress and economic and consequential damages'.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; partial lead in segments returned and analyzed. Other : it was reported that the patient received inappropriate therapy. The short interval counter was greater than 300, indicating oversensing, and there was an apparent lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Additional information was received in a lawsuit which alleges that as a result of the lead, the patient 'has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress and economic and consequential damages'. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: lead conductor, component/subassembly failure. Device was out of specification in a manner that relates to event. Lead(s), fracture of, oversensing, shock, inappropriate.